Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the audio condition which was reproduced. The eval found the impedance of the speaker to be out of spec due to a cold solder joint between the speaker wire and the back flex, causing a no audio condition. The rear case was replaced.

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no pt involvement.